Event description:
On (B)(6) 2012, it was reported that the pt¿s infusion device displayed e2 (battery empty) without first displaying a2 (battery low). The pt replaced the battery, but the device again displayed e2 without first displaying a2. The pt stated that the device turned off suddenly. The pt has experienced elevated blood glucose levels. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product eval.

Manufacturer narrative:
The complaint can be verified. The battery spring is broken, and the reason is unknown. Due to this, the contact to the power source is interrupted and the insulin pump cannot be started. The warnings w2 (battery low) and e2 (battery depleted) were found in the pump history. The mentioned w2/e2 warnings are not a malfunction of the pump. The alarm functions of the insulin pump were tested on the diagnostic test system and meet the specifications. All errors and alerts were triggered correctly by the pump.

Manufacturer narrative:
The incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.